Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that last night, when they took the implantable neurostimulator (ins) off the communicator, they saw that the ins battery is low which is unusual. Because they only charge it one a week before, but they now charge it twice a week. Agent then redirected the patient to the health care it services for further troubleshooting, and reviewed that if the issue was still not resolved, they can have their device checked by their healthcare provider (hcp) . Agent documented reported events.